Event description:
To summarize this event, the patient's atrial septal defect (asd) was too large and the amplatzer septal occluder (aso) embolized. Surgery was performed to remove the aso.this event is reportable to the FDA since the device embolized and required intervention to retrieve the device.